Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Analysis confirmed reported event and found that the device could not be interrogated due to loss of memory and wrong ID byte. (B)(6).

Event description:
It was reported that a drive was unable to be interrogated. Device was not implanted.